Manufacturer narrative:
One used sample list #b30183 connected with spiros, an used bd phaseal and a fresenius kabi 0.9% sodium chloride injection usp freeflex 500 ml intravenous bag with durvalumab were returned for evaluation. The inlet and outlet filters appeared to be wetted out. The set was primed and purged as per procedure and leaks were coming out from both filters vent was confirmed. No additional leaks in line or bubbles trapped on the filter were observed only an internal filter damage was observed. Complaint of product incorporate / allows air passage cannot be confirmed, due to no air in line or bubbles trapped on filter were observed. However an internal damage on the filter was observed that could be compromising the filter functionality. The probable cause of the damage observed on filter cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to MFR on 8/31/2023.

Manufacturer narrative:
The device is available for evaluation, however has not been received. E1 reporter facility: (B)(6).

Event description:
The event involved a 32" (81 cm) appx 6.3 ml, 15 drop admin set w/0.2 micron filter, rotating luer w/filter cap, bag hanger where it was reported there was air in line towards end of infusion, had to back prime multiple times. The event occurred during infusion of cetuximab with infusion rate of 175 ml/hr. There was patient involvement and unknown harm.